Event description:
It was reported that during a needle location procedure with the pt seated and the c-arm in a medical lateral position, the c-arm allegedly moved down, contacting the pt's arm on the chair. It was reported that the pt allegedly received abrasions on her arm.